Event description:
The manufacturer's representative reported that the patient was experiencing lack of therapy efficacy. Specific symptoms were not reported. A study was attempted, but the hcp was unable to inject through the catheter access port. A study was also attempted; no results reported. The hcp plans to replace the entire system.